Event description:
The customer reported that her blood glucose meter was not functioning, and she was concerned regarding this issue. The customer stated that she is overseas and her last blood glucose was 54mg/dl. She ate some foods and drank juice to bring her glucose level up. Troubleshooting could not be performed as caller mentioned that she does not feel the insulin pump was malfunctioning. The customer stated having a hypoglycemia episode when she was at the store at the time and she was given a glucose IV. Then she stated that in another occasion she was at the park and they gave her a glucose IV. When she checked her blood glucose it was 20mg/dl. The customer could not remember the dates. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.